Manufacturer narrative:
Unable to duplicate, but reportable based on customer allegation of chair mode spontaneously activates upon inspection, baxter technician ran a function test on the progressa articulations. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a progressa randomly moving on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report from a baxter technician to report the progressa frame chair mode spontaneously activates. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.